Event description:
The hcp reported the pt was not getting relief from the pump. The estimated pump reservoir volume was 5.4cc and the actual was 18cc. "Catheter had csf backflow and was not occluded." The pump was explanted and replaced and returned to the MFR for analysis.